Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed a downstream occlusion test. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the device was able to properly detect a downstream occlusion. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The causes of the condition were determined to be both the out of calibrated specification downstream sensor and the out of range tubing guide. The force sensor requires calibration, and the downstream tubing guide requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.